Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other.).

Event description:
It was reported that the unit suddenly switched the display to setup without touching. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation a scratch on the screen lens was observed. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event. (B)(6).